Event description:
It was reported that during a da vinci surgical procedure, it was observed that the black insulation/rubber that covers the shaft of the permanent cautery hook instrument was noted to be peeling away. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's heat shrink to be torn. The black tubing was torn at the proximal end of the main tube. Failure analysis concluded that the damage may be due to mishandling/misuse. Failure analysis investigation also found the distal end of the instrument's main tube had various scratch marks/abrasions with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.